Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer is having issues with insulin pump. The customer was unable to bolus. Customer stated insulin continued to drip slightly after releasing the act button during partial display troubleshooting. The insulin continues to drip after motor stops during the manual prime process. The customer's blood glucose ranged between 128mg/dl-248mg/dl. The insulin pump alarmed and tried to clear alarms, changed the battery then got a black dot on the screen. The customer then received a low of 20mg/dl. The customer then stated the screen went blank and she was unable to do anything. Customer declined low blood glucose troubleshooting.